Manufacturer narrative:
Other, other text: one portex tubes blue line ultra was returned for analysis in used condition. No discrepancies found upon visual inspection. The cuff was then inflated while submerged under water; bubbles were observed coming out of the cuff. The manufacturing process was reviewed. The cuff assembly and inflation line assembly operations were reviewed; no discrepancies found. Inflation testing was audited of 32 units; no deflated cuffs were detected. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that during use of a smiths medical portex blue line ultra tracheostomy tube, a voice leak sound was heard. The cuff was reported to be checked and an air leak was noted. There were no reported adverse patient effects.